Event description:
This report pertains to a lithovue flexscope and a zero tip baskets used during the same procedure. It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that lithovue flexscope and zero tip basket were used during a cystourethroscopy with right ureteral stent placement, right antegrade nephrostogram with fluoroscopic interpretation, right percutaneous nephrolithotomy, right renal access and dilation, right renal ultrasound with interpretation, right retrograde pyelogram with fluoroscopic interpretation procedure performed on (B)(6) 2017. The patient experienced clostridium difficile and sepsis. The patient stayed longer in the hospital than the intended procedure date and a medication was required to treat the complications.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.